Manufacturer narrative:
A united states customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding five discordant falsely elevated sodium (na) patient sample results obtained on a dimension vista 500 system. Siemens healthcare diagnostics headquarters support center (hsc) reviewed the instrument data logs and the information provided by the customer. A siemens field service engineer (fse) was dispatched to the site. The fse performed troubleshooting maintenance to the integrated multisensor (imt) rotary valve and instrument calibrations performed acceptably. Repeat of the same samples yielded expected results. Hsc concluded that there is no evidence of a potential product issue. The cause of the event is unknown. The instrument is fully operational. The device is performing within specifications. No further evaluation is required.

Event description:
Five discordant falsely elevated sodium (na) patient sample results were obtained on a dimension vista 500 system. The falsely elevated results were reported to the physician(s) who questioned the results. The same samples were reprocessed on an alternate instrument. Lower results were obtained and considered correct. Corrected reports were issued. There are no known reports of patient intervention or adverse health consequences due to the discordant falsely elevated patient results.